Event description:
It was reported that the device illuminated all three (attention, charge pak and wrench) icons. Physio-control evaluated the device and found that it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the failure to be two electrically leaky filters, designator fl9 and fl10, on the analog pcb assembly due to process residue on the board surface. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.